Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (357 mg/dl). Reportedly, elevated bg's are due to the customer's personal profiles recently being changed by their health care professional. Customer delivered a bolus to stabilize bg levels.